Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +6.50 diopter, into the patient's left eye (os) on (B)(6) 2018. The surgeon reports significant reduction of irido-corneal angles (ica) and excessive vault. The lens remains implanted. The cause of this event is listed as unknown.

Manufacturer narrative:
Corrected data: adverse event is incorrect. Report is a product problem (malfunction). Type of reportable event is a "malfunction"; "serious injury" is incorrect. (B)(4).